Manufacturer narrative:
Investigation summary: "bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to plunger damage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode plunger damage. Bd was not able to identify a root cause for the indicated failure mode."

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle customer found multiple needle plugs were found to be deformed. The following information was provided by the initial reporter. The customer stated: "after the operation, he was admitted to the anesthesia recovery room. The piston of the blood collection device was deformed and could not be used, so it was replaced and the sample collection was completed without causing adverse consequences to the patient. Multiple needle plugs were found to be deformed in the same batch of arterial blood collection devices."